Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was unknown. The customer changed out four infusion sets and loaded four new cartridges onto the pump to address bg. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.